Event description:
User facility reported a novasure procedure was attempted on a patient that was found to have a retroverted uterus. The physician inserted the disposable device and "then placed traction on uterus to straighten and the ablation was initiated". A few seconds into the ablation cycle, a vacuum alarm sounded and the physician could not continue and had to abort the procedure. A laparoscopy was performed and on inspection the "array tips could be seen protruding through the uterine wall." No damage was observed to the surrounding organs. During follow-up in 2009, it was reported no treatment was needed for the perforation. The patient was discharged home following the attempted procedure with a prescription for keflex (cephalexin monohydrate). The patient was seen by the physician for follow-up four days later, and she was "fit and well, without pain". Additionally, it was learned a sounding was done, with a metal sound (not a hologic device) and a mirena implant [interuterine contraceptive] was removed just prior to the attempted novasure procedure.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. According to the instructions for use (IFU) precautions: patients with a severely retroverted uterus are at greater risk for uterine perforation during any uterine manipulation.